Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went through batteries quickly. The screen turned black and the insulin pump was stuck on rewind complete/bolus delivery loop. Customer's blood glucose level was 524 mg/dl. She treated her blood glucose level with shots. The insulin pump did not exit the complete the fill tubing process successfully either. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with currents within specification. No unexpected low battery alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked lcd window.